Manufacturer narrative:
Investigation summary: samples were contaminated by eo. A complaint history was performed on the same lot number. There was no related investigations on the same lot number. An actual sample was received for evaluation which revealed the reported defect. The specifications of the complaint batch is 24g. No abnormality found in the incoming material, the whole assembly, processing, and packing process. According to the returned information, black matter was found inside the extension tubing after the package was opened. The qa lab observed the returned sample and black foreign matter was found in the inner of the ex-tubing which can't remove out. The black foreign matter was molded in the ex-tubing by the manufacturer, which the ex-tubing was not produced by the suzhou plant. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that foreign matter was found inside the extension tubing of a bd pegasus¿ safety closed IV catheter system 24g x 0.75in. Device. No injury or medical interventions were reported.